Event description:
It was reported that, "surgeon advised loosening of tibial component and instability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer because patient kept it. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.